Manufacturer narrative:
G4:01apr2021. B4:06apr2021. The device was evaluated by the customer and a manufacture field service engineer (fse). The fse replaced the front bezel to resolve the problem. The unit was then functionally tested and successfully passed testing. No other anomaly was reported. Parts were not received for evaluation and it was identified that previous investigations have shown liquid ingress is due to the variability of the assembly process causing the reported navigation ring failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 22feb2021.

Event description:
The customer reported a ventilator has a defective nav-ring. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.